Event description:
The customer reported when the hosp had a scheduled power outage, the ventilator shut down and alarmed. The customer reported the ventilator did not switch over to backup battery power. The customer reported the ventilator was in use on a pt and there was no pt harm. The respironics svc tech was able to duplicate the reported problem. The svc tech noted a diagnostic code in the ventilator log history that indicated a +24/+-12 volt power fail condition occurred. The svc tech replaced the backup battery to correct the problem. Extended self testing (est) was performed and the ventilator passed per operating specs.